Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a toric intraocular lens would not remain on axis. The iol was exchanged for a monofocal lens. Additional information was requested.